Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was not working or it had blank screen. The customer¿s blood glucose level was 337 mg/dl at the time of the incident. Couple of weeks ago ,customer noticed a condensation on the screen keeps getting alert on the screen, will reset couple of times then it started to work. Customer stated that the insulin pump had crack at back side near battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.